Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 118 mg/dl at the time of incident. Customer reports they were able to clear the alarm and able to complete rewind the pump. Customer reports self test did passed but displacement verification test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. No unexpected drive count or time values or changes incorrect for moving or coasting error or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms noted during testing. The motor was tested outside the device and passed. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm not confirmed. Drive count or time values or changes incorrect for moving or coasting error not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.